Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl; cause was unknown. The customer's mother gave the customer a banana to treat the low bg, however the customer's bg reached 46-47 mg/dl and customer experienced cramping. The customer's mother called an ambulance, and the customer was hospitalized. The customer's bg level at the time of the hospitalization was between 46-109 mg/dl. Reportedly, the customer was released after a day. Reportedly, the customer continued to use the pump for insulin therapy.